Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed the reported driveline fault alarms and low flow events; however, a direct cause for these findings could not be conclusively determined through this evaluation. Based on previous experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, the driveline fault alarms are indicative of a potential driveline issue. The submitted log file contained events and data captures from 13may2023 through 30may2023, per the timestamps. The log file recorded transient yellow wrench advisories associated with silenced driveline fault alarms. The log file also recorded numerous low flow events when the flow decreased below the low flow threshold of 2.5 liters per minute. Of note, a low flow event must be sustained for at least 10 seconds to result in a low flow hazard alarm on the system controller. No other notable events or alarms were captured and the pump appeared to function as intended at the fixed speed. The patient remained ongoing on the heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6) until being transplanted on (B)(6) 2023. The relevant sections of the device history records for (B)(6), original driveline, serial number (B)(6), and replacement driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii lvas IFU is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the driveline. The IFU warns that at least one power cable must be connected to a power source at all times. Section 1 "introduction" of the IFU provides an explanation of pump parameters, including pump flow. Section 4 provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm. Section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "anticoagulation") outlines the suggested anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate ii lvas. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions including the low flow hazard, as well as the appropriate actions associated with them. Patient handbook is also available. This handbook contains a section on "caring for the driveline." However, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The alarms and troubleshooting¿ section outlines system controller alarms, as well as how to respond to such events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A cause of the low flow alarms was not able to be identified. There were no patient symptoms at the time of the event. Related MFR # 2916596-2023-06483.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low flow alarms that were not audible to them at home. Log files captured low flow alarms and continued driveline fault alarm.